Event description:
Customer reported that the v series patient monitors had to be manually powered back on after a power outage, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Units will be sent back for further evaluation.